Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204, does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, breaking canh and canl within the connector. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported displaying a service code 204 and was unable to communicate with belt.